Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the device tested positive for an unexpected contamination in the suction channel. The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the results of third-party testing, the device evaluation, and the final investigation. Updated field(s): d8, g1, g2, h2, h3, h4, h6, h11. Corrected field(s) d10. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: air/water channel, cfu: <1 cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: auxiliary channel, cfu: 1 cfu, bacterial identification: staphylococcus epidermidis. Sampling date: (B)(6) 2025, sampling from: instrument channel, cfu: 10 cfu, bacterial identification: bacillus species, filamentous fungi. Sampling date: (B)(6) 2025, sampling from: suction channel, cfu: 1 cfu, bacterial identification: peribacillus sp. Device was retested: sampling date: (B)(6) 2025, sampling from: air/water channel, cfu: <1 cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: auxiliary channel, cfu: < 1 cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: instrument channel, cfu: < 1cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: suction channel, cfu: 60 cfu, bacterial identification: niallia sp, psychrobacter sp. Device was retested after replacement of contaminated components: sampling date: (B)(6) 2025, sampling from: surface extremities distal end, cfu: < 1 cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: air/water channel, cfu: 4 cfu, bacterial identification: micrococcus luteus ilylae. Sampling date: (B)(6) 2025, sampling from: auxiliary channel, cfu: 1 cfu, bacterial identification: serratia marcescens. Sampling date: (B)(6) 2025, sampling from: instrument channel, cfu: <1 cfu, bacterial identification n/a. Sampling date: (B)(6) 2025, sampling from: suction chanel, cfu: <1 cfu, bacterial identification: n/a. Device was retested after the replacement of contaminated components, metal parts, and an additional cleaning and reprocessing sampling date: (B)(6) 2025, sampling from: surface extremities distal end, cfu: < 1 cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: air/water channel, cfu: < 1 cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: auxiliary channel, cfu: < 1 cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: instrument channel, cfu: 4 cfu, bacterial identification coagulase negative staphylococci. Sampling date: (B)(6) 2025, sampling from: suction chanel, cfu: <1 cfu, bacterial identification: n/a. The device was evaluated where additional potential adverse events were confirmed; foreign material was found in the air/water cylinder and air/water tube. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) and after replacing contaminated parts as well as metal parts, the results conformed to the regulation's recommendation. In regard to the foreign material: based on the results of the investigation, additional foreign material was found present in the suction cylinder, jet tube, and channel tube, that is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.